Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 was off the bus. A field service engineer (fse) identified that cubies in half height drawer 2.1 were not communicating with the system. The fse powered off the unit, reseated the row board connections for drawer 2 positions 1 and 2, and secured the latch catch housing for drawer 2.1. The fse then performed the hardware test application, which passed successfully, and confirmed that the pharmacist completed the inventory for the medications in the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 2.1 and 2.2 was unable to recover and the device was not detected on bus. The customer tried to reboot and recover the storage space, but issue was not resolved. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.